Manufacturer narrative:
Zoll service evaluated the thermogard xp ivtm system ((sn (B)(6)) at the customer site. The reported complaint that "the thermogard xp ivtm system displayed mid:09 (air trap assembly) error message" was confirmed in the system event log and during functional testing. The root cause of the mid:09 error was the malfunctioning air trap sensor block due to an overflow of saline into the console air trap holder, likely caused by a leaking start-up kit (suk) or user mishandling. During device inspection, traces of saline were observed on the air trap sensor block assembly. However, no previous event was reported by this customer for a leaking suk associated with this thermogard console. No physical damage was observed on the thermogard console during visual inspection. The system event log data revealed multiple mid:09 (air trap assembly) error messages around the customer's reported event date, confirming the reported complaint. During functional testing, the thermogard system failed to recognize the filled air trap simulator, consistent with the customer's reported problem; thus, confirming the reported complaint. The air trap sensors displayed one green and one yellow led, indicating their failure to function. The root cause for the system not detecting the air trap and the occurrences of the reported mid:09 error was the malfunctioning air trap sensor block assembly, which was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the thermogard console with serial number (B)(6). Ccr 39711 was documented on 15 march 2018 for mid:09 error, and the air trap sensor block was replaced to remedy the fault.

Event description:
The customer reported that 10 minutes after starting an ivtm therapy, the thermogard xp ivtm system (sn (B)(6)) displayed mid:09 (air trap assembly) error message. The customer dried/cleaned the air trap sensors, but the issue persisted. No further information was provided regarding the details of the reported event. The patient's status information was requested, but the customer did not provide a response.